Event description:
It was reported that the lead exhibited intermittent capture in both unipolar and bipolar configurations. The patient had previously presented with rates in the 40's with no capture up to 4.0 v. In 2009, the lead was successfully repositioned. The intermittent capture was caused by a microdislodgement. It was noted that the patient plays with the pacer, which may have prompted the dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.